Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on the stored egm when the asymptomatic patient presented at the ER for unrelated procedure. Programming changes were made.